Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 9/18/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor siltex round moderate profile 375cccc saline prosthesis, catalog: 3542660, serial number: (B)(4), lot: 6414692. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor siltex round moderate profile 375cccc saline prostheses. Deflation and pain on the left breast prosthesis was diagnosed post procedure via self-examination. It was also indicated the right breast prosthesis did not feel firm. At the time of this report, mentor has received no information regarding explant date. This report is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2018, mentor learned that the patient underwent bilateral removal and replacement on (B)(6) 2018 with a mentor memorygel breast implant 550cc gel prosthesis; catalog # 3505501bc, s/n (B)(4) on the left; and an unspecified mentor gel prosthesis on the right. (B)(4).

Manufacturer narrative:
On 11/7/2018, mentor learned that the breast prostheses were explanted on (B)(6) 2018. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).